Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient (pt) reported that they were unable to figure out how to charge their implant. Pt stated that they haven¿t had a pulse for a week and a half and can barely walk. When they attempted to charge their implant, the handset kept saying 'it can¿t find the device'. Pt stated that both the handset and the wireless recharger (wr) were fully charged. Pt confirmed that the handset was 99% charged. Agent had pt close all applications and turn airplane mode 'on' and 'off'. Pt confirmed that bluetooth was enabled. Agent had pt close all applications again, launch the recharger app, and attempt to connect. Pt stated seeing a ¿recharger not found¿ message. The pt then turned on the wireless recharger (wr) and confirmed that the implant was charging at 40% with a good connection. Pt also confirmed that therapy was off. The pt turned the therapy on; however, the intensity was too high, so they turned it off. Agent had pt turn off the wr, launch the stim app, turn on the communicator and attempt to connect. Pt stated seeing a ¿setup link¿ message. The pt pressed start and then saw a ¿no device found¿ message. The pt pressed retry and continued to see the same message. After pressing 'retry', the pt stated seeing a message indicating that the device was found. After the serial number was verified, the pt confirmed they were able to connect to the implant and view the therapy screen. Pt confirmed that therapy was off and that the screen showed group b, program 1, at an intensity of 5.4. The pt then turned therapy on and adjusted the intensity to 4.0. Pt stated that the other day, they attempted to charge their implant. Prior to that, they were lying in bed and did not touch anything on the device. All of a sudden, the intensity became very high, intense and painful. Pt stated that they kept working on it and were able to find something to click. Pt commented that they couldn¿t work on this because it was too complicated. The pt expressed feeling upset and embarrassed, stating that it took them a week and a half to get it working. Agent had pt close all applications, turn on the wr, launch the recharger app and attempt to connect. Pt confirmed that the implant was charging with an excellent connection, which later dropped to a good connection at 40%. Agent reviewed information including general use of the equipment. The pt was redirected to their hcp to check on their parameter settings.